Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp sensor basic kit did not give measurements. Per the reporter, the value was not displayed immediately after the patient bed down. The disconnection could not be confirmed visually. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The previously filed report omitted the date of device return. This report has been updated to reflect the corrected information.

Manufacturer narrative:
UDI : (B)(4). The component was returned for evaluation. It was found that the internal wires were broken inside the catheter. The catheter material was stretched and kinked 3 cm from the connector. The catheter was pinched 14.2 cm from the tip. Due to the condition of the returned sensor, no functional testing was possible. A review of component quality records found the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. A review of finished good lot records could not be performed, as no lot number information was provided. Based on the results of the investigation, the complaint was confirmed. The sensor would not have been functional in the condition it was returned. The cause of the reported condition was determined to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was reported that the device was revised. This report has been updated with the additional information.

Event description:
It was reported that the icp sensor basic kit did not give measurements. Per the reporter, the value was not displayed immediately after laying the patient into the bed. The disconnection could not be confirmed visually, there was no visually noticeable disconnection of the system. The device was revised.